Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation and customer response. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. During pre-cleaning: precleaning was not delayed or skipped. Unknown if the a/w nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. Unknown if the a/w nozzle was wiped or brushed with clean, lint-free cloths, brushes, or sponges. Unknown if the a/w nozzle channel was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, after component analysis, the foreign material was found to be a mixture of pharmaceutical-derived silicic acid and pharmaceutical-derived organic silicon. Silicic acid and organic silicon are not components derived from the endoscope, but are components derived from pharmaceuticals such as antifoaming agents. Possible causes of the foreign material adhesion include insufficient pre-cleaning and rinsing, and insufficient drying due to valves not being removed when storing the endoscope. However, a definitive cause was not determined. The event can be detected/prevented by following the instructions for use : ¿manual cleaning -cleaning the external surface¿ olympus will continue to monitor field performance for this device.